Manufacturer narrative:
The investigation of the received datalogs does not show anything unusual. Originator has been asked if they have experienced other issues with lactate and glucose on this analyzer. The investigation will resume when originator has responded.

Manufacturer narrative:
Based on the investigation conducted of the data logs received it was not possible to identify anything unusual and this is regarded as a single incident. The root cause remains unknown. All codes in h6 have been updated to reflect the new layout of the medwatch form in esubmitter.

Manufacturer narrative:
Health professional: no information.

Event description:
According to the complaint on the (B)(6) 2020 there was discrepant lactate test measurements performed on the abl90 flex plus analyzer ((B)(4)). At 17h09, a new sensor cassette was installed in the abl90 flex plus analyzer. The sensor cassette was previously conditioned in the laboratory, ras cal and qc compliant. On 17h43 and 17h48 a same sample taken by radial puncture was analyzed with the following results: 17h43; test result: lactate result 10.7 mmol/l, 17h48; test result: lactate result 5.2 mmol/l. The other test parameters had concordant results for both test runs(except glucose). At 17h50 the nurse then proceeded to take a new sample on a radial catheter with the following test result: 17h50; test result: lactate result 14.9 mmol/l. Because of the non-reproducible levels the nurse sent the sample to the laboratory for ironing with the following test result: laboratory test result: lactate result 1.7 mmol/l. The discordant results performed in the abl90 flex plus analyzer were not relating to the patient's clinical condition. Based on the measurement result for lactate obtained on the abl90 flex plus analyzer compared to the performed measurement in the lab test, the customer reported the abl90 flex plus results as false high.